Event description:
It was reported that during a coronary artery stenting treatment procedure, the stent partially dislodged from the system. Vascular access was obtained via radial artery. There were one proximal and one distal tight target lesions located in the severely calcified and severely tortuous right coronary artery (rca) with 80% stenosis and was 55 mm long with a reference vessel diameter of 3.0 mm. There was a significant bend involved in the eccentric de novo lesions. There was diffuse disease present too. A guidewire was passed across both lesions, and was exchanged for a rotawire guidewire. Rotablation was performed to modify the vessel as much as possible. Then after pre-dilation using a 2.5 x 15 mm emerge balloon and a 3.0 x 20 mm balloon catheter to test lesion compliance and further modify, a 3.5 x 28 promus element stent was deployed in the proximal lesion successfully with the help of a non-bsc guiding catheter. After further dilation of the distal lesion using a new 2.5 x 15 mm balloon, a 3.0 x 32 mm promus element was attempted to advance to the distal lesion. When it tracked through the non-bsc guiding catheter, resistance was felt in attempting to deliver it to the vessel. Then the device was withdrawn and it was found that the stent partially dislodged from the stent delivery system. The stent delivery system was removed completely. An unknown 2.75 x 20 mm stent was used to cross the lesion successfully and deployed satisfactorily. The lesion was post-dilated. The patient remained well throughout the case. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product . (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance is limited due to anatomical/procedural factors. (B)(4).